Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, he small grasping retractor has\d a broken wire. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: grasping was the surgical task being performed when the issue occurred. There were no issues related to the opening/closing of the grips, the left/right motion of the grips, and up/down motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragment fell inside the patient¿s anatomy. The instrument was inspected prior to use and there was no damage out of the ordinary. There were no instrument collisions that occurred during the procedure. The instrument is available for isi to evaluate along with photographic images to review. No patient demographics are available.

Manufacturer narrative:
Based on failure analysis results, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-10-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.